Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV, on the right side. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV, on the right side. The device has been explanted and replaced with a non-allergan brand.